Event description:
A pt was treated with the subject device to repair a wrist fracture. X-rays show that the fracture was highly comminuted providing little purchase for the screws. Further, the buttress screw was not placed subchondrally allowing the placement to collapse. These resulted in pain to the pt, and the device was removed and replaced with a conventional plate.